Manufacturer narrative:
Device was used for treatment, not diagnosis. Overall device part number is 357.372. Damaged subcomponent is part number n55. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. A service and repair history record review cannot be performed for the subject device because it is a lot/batch controlled item. The manufacture date of the subject device is aug 26, 2015. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. A device history record review has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported the components of the helical blade inserter were difficult to reassemble after cleaning. The alignment subcomponent is reported to be damaged. Issue was discovered in sterile processing after cleaning. There was no patient or surgical involvement. It is reported device was functioning properly when it was used during the previous procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Part number: 357.372, synthes lot number: 9879307: release to warehouse date: august 26, 2015. Manufactured by (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A service and repair evaluation was completed: the customer reported that one of the screws on the alignment indicator was not working which made the device difficult to disassemble. The repair technician reported the alignment indicator was broken and the shaft had some minor burrs. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product investigation was completed: no definitive root cause was able to be determined however the failure mode is consistent with errant malletting during helical blade insertion. A service evaluation, visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Per the technique guide, the helical blade inserter (357.372) is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. A coupling screw is passed through the inserter and threaded into the helical blade forming an assembly. The inserter is then passed through a blade guide sleeve and advanced using light hammer blows to the back of the coupling screw. The returned instrument was examined and the complaint condition was able to be confirmed as the cap of the locking shaft was broken off of the helical blade inserter¿s alignment indicator. The alignment indicator shows significant witness marks on the proximal surface consistent with errant hammer blows during insertion. The complaint condition was able to be replicated as the device was unable to be assembled. No definitive root cause was able to be determined however the failure mode is consistent with malletting of the alignment indicator which is not intended to be impacted. Relevant drawings for the returned instrument was examined (both current revision and from the time of manufacture): top-level, alignment indicator and locking shaft. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.